Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump that sticks in bolus start and will not return to infuse was confirmed and reproduced during product evaluation. The assignable cause was determined to be a defective switch printed circuit board. The switch board assembly was replaced to fix the reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "sticks in bolus start and will not go back to infuse." This condition occurred during delivery in the "surgery" department. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.